Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the whole implantable cardioverter defibrillator system, including the atrial and right ventricular leads, was explanted due to infection. No further information was available.

Event description:
New information on (B)(6) 2018 stated that the infection was systemic. The patient condition is stable throughout the whole procedure.